Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that when testing, the issue couldn't be duplicated. Yet, the pump alarmed non-disposable tubing with loud beeping. Serial number provided is invalid. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 19-may-2022 via email and attached to complaint object: event date was updated from unknown to 16-feb-2022. No patient injury reported. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be in good physical condition. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be fluid ingression of the downstream occlusion sensor. The sensor was replaced to resolve the issue. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.